Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. There are several potential etiologies for ventricular perforation during a tvr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that patient factors (small ventricle) and procedural factors (guidewire injury into left ventricle) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our edwards affiliates in canada, during a transcatheter aortic valve replacement (tavr) procedure using a sapien 3 ultra valve via transfemoral approach, the patient presented chest pain before crossing the valve with the device. After valve deployment, the patient went into pulseless electrical activity (pea) arrest. Through a transthoracic echocardiogram, a large perforation of the left ventricle with laceration in the apex was observed. Resuscitation was started and a pericardiocentesis was performed, but the bleeding did not stop. As the patient was not a surgical or ECMO candidate, it was decided to terminate resuscitation and the patient passed expired. The perceived root cause of the event was a guidewire injury into left ventricle due to a small body habitus (small lv, 48kg pt). The perceived root cause of the event was a guidewire injury into the left ventricle due to a small body habitus (small lv, 48kg pt).

Manufacturer narrative:
Correction to d4 and h4 as the model and lot number were entered incorrectly inadvertently.